Manufacturer narrative:
Date of event is estimated. Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. Fsca number is pending.

Event description:
It was reported that the patient was unable to remove their ipg from MRI mode. The ipg does not communicate with external devices. Troubleshooting was unable to resolve the issue. Surgical intervention may be taken at a later date to address the issues. Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. Fsca number is pending.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The fsca number is included in this report. A patient unable to disable MRI mode and activate therapy was reported to abbott. Troubleshooting steps resolved the issue and therapy was reestablished. Based on the information received, the event is consistent with the loss of the bluetooth pairing bond while in MRI mode. As a result of this finding, abbott is performing further investigation.

Event description:
Additional information received indicates troubleshooting resolved this issue. The patient is no longer in MRI mode and receiving therapy.

Manufacturer narrative:
Codes have been corrected to reflect unable to disable MRI mode.

Manufacturer narrative:
Codes have been corrected to reflect inoperable ipg.